Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination noted the balloon shell to be discolored, as it was light blue in appearance. White particles were noted on the outer surface of the balloon shell. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from four openings on the radius of the shell. Under microscopic analysis, all openings were noted to have striated edges, consistent with surgical damage and device removal activities. Brown and yellow particulate matter was observed on the inner surface of the valve channel.

Manufacturer narrative:
Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: balloon deflation and subsequent replacement. Warnings: deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation.

Event description:
Reported as: a patient with the orbera intragastric balloon had "leaking balloon". The balloon was removed and replaced.